Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the pump had been alarming no disposable tubing error with the reservoir. The event occurred during set up. There was no patient involvement, and no patient harm adverse event reported.